Event description:
Olympus was informed that during an unspecified type of colonoscopy procedure, the users experienced a complete loss of image. The procedure was completed with another olympus colonoscope. There was reportedly no pt injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the image was flickering and distorted when the bending section was angulated. The distal end cover was cracked, and the unit did not pass electrical leakage testing. The bending section glue was cracked, and the resistance leave on one electrical contact pin was noted to be low. The reported phenomenon appears to be due to damaged charged-couple device (ccd) cable.